Event description:
It was further reported that a myocardial infarction occurred less than 72 hours prior to the procedure. The 90% stenosed de novo eccentric target lesion was located in the non tortuous and non calcified mid right coronary artery (rca). The target lesion was 10 mm in length with vessel diameter of 2.75 mm. The patient was referred to surgery for rca bypass.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 185cm kinetix guide wire was advanced to the target location. A slight loop in the tip of guide wire tip was noted when the device was slightly torqued. This was no more than one turn clockwise. A loss of resistance was felt. The guide wire was pulled back, however, the tip of the device was already "disrupted" and stuck in the vessel. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable. One day post procedure the patient was being monitored in the surgical ICU. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a myocardial infarction occurred less than 72 hours prior to the procedure. The 90% stenosed de novo eccentric target lesion was located in the non tortuous and non calcified mid right coronary artery (rca). The target lesion was 10 mm in length with vessel diameter of 2.75 mm. The patient was referred to surgery for rca bypass.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes: updated device evaluated by manufacturer: examination of the returned kinetix guide wire device revealed the distal tip was not received for analysis. The high torque sleeve measured 6.25in. Magnified inspection revealed the core wire was fractured. The fracture surface was bent. (B)(4) test results concluded that the core wire fractured due to ductile overload of bending and torsional forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).